Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. It was reported that the software updates were unable to be installed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the handle was dead. The user tried three different chargers and tried to connect to the application to check on software update but the issue was not resolved. Upon first examination, the charger that the dead handle was on had a red blinking light. When the user removed the handle and re-inserted for charging. All chargers where the operator placed the dead handle, showed a red-blinking light. The chargers worked as the new handle was placed in all three chargers and a green blinking light showed up until each were charge fully and then a solid green light on each charger showed up to resolve the issue. There was no patient involvement.